Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported receiving a potential discrepant result in the online technical support chat on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided), however, customer became unresponsive after agent engaged with the customer. Although requested, customer did not respond to technical supports three attempts to obtain further information.